Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving inappropriate low blood glucose alerts in the night. Customer also received a lost sensor alert. The blood glucose reading was 89 mg/dl. The transmitter ID was correctly programmed into the insulin pump. Customer stated that this alert occurred after initialization. Customer removed sensor and stated that it appeared to be bent. Nothing further was reported.